Event description:
After getting the essure multiple, abdominal pain and heavy bleeding. When I go to the doctor they said there's nothing they can do. Severe back pain as well when the bleeding stopped.